Event description:
It was reported that the patient was experiencing pain. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well post-operatively. The explanted ipg will not be returned due to hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.